Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a cut in the mobile power unit (mpu) patient cable was confirmed via visual inspection of the returned mpu (serial number: (B)(4)). The mpu was returned to the european distribution center (edc) and evaluated. The returned mpu functioned as intended during analysis and no alarms were produced. The patient cable was replaced due to the observed cut and forwarded to product performance engineering (ppe) for further analysis. The mpu was then functionally tested and passed all tests without any issues. Ppe evaluation of the returned mpu patient cable confirmed a cut to the cable jacket. The patient cable was installed into a test mpu and tested with a test system controller and mock circulatory loop with no atypical alarms active, including when the patient cable was manipulated by hand. The integrity of the wires in the mpu patient cable were evaluated and no issues were observed. The observed cut in the cable jacket did not affect the functionality of the patient cable during testing. The device history records were reviewed and the records revealed that the heartmate mobile power unit, serial number (B)(4), was manufactured in accordance with manufacturing and quality assurance specifications. The mobile power unit was shipped to the customer on 23oct2015. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use ¿equipment storage and care¿ and heartmate 3 patient handbook ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: broken battery door. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the device came back for routine maintenance,and the technician recognized a cut in the patient cable. Upon further investigation it was noted that the mobile power unit had a broken battery door.